Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported when inserting a central line on a patient, the physician could not completely thread the wire through the catheter. Placement was verified with sonogram and when advancing the guidewire where the ij meets the subclavian vein, the physician could not advance further. When the wire was pulled back it was bent. Patient was stuck multiple times on the right side until a successful attempt was concluded on the left side. It was reported the patient experienced pain. No medical intervention was required. The patient's current condition was unknown as the patient was transferred to another hospital.

Event description:
It was reported when inserting a central line on a patient, the physician could not completely thread the wire through the catheter. Placement was verified with sonogram and when advancing the guidewire where the ij meets the subclavian vein, the physician could not advance further. When the wire was pulled back it was bent. Patient was stuck multiple times on the right side until a successful attempt was concluded on the left side. It was reported the patient experienced pain. No medical intervention was required. The patient's current condition was unknown as the patient was transferred to another hospital.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.